Event description:
Edwards received information that this bioprosthetic valve, implanted approximately eight (8) years, was explanted due to prosthetic aortic valve stenosis. It was identified, through review of source documentation provided, that the valve developed calcification and pannus overgrowth. The explanted device was replaced with another edwards bioprosthetic valve. There were no adverse patient effects as a result of the replacement.

Manufacturer narrative:
(B)(4). It was reported that this device was explanted due to stenosis with calcification and pannus overgrowth. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported findings could not be assessed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Although the root cause of this event cannot be conclusively determined, it appears that the patient's stenosis was likely caused by the calcification and pannus overgrowth. The device history record review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.